Manufacturer narrative:
(B)(4).

Event description:
It was reported that the critical alarm was heard and was confirmed by telemetry. The reason for the alarm was a motor stall. The pt experienced increased pain and a return of symptoms at the time of the stall on (B)(6) 2011. The drugs in the pump at the time of the event were dilaudid 15mg/ml delivered at 6.297mg/day, clonidine 250mcg/ml, and bupivicaine 35mg/ml. Additional info has been requested; a f/u report will be submitted if additional info becomes available.